Manufacturer narrative:
Sections with additional information as of 30-oct-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4).. Test strips were not returned - customer returned the incorrect test strips. Meter was returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 255, 218, 189, 282 and 229 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 209 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/14/2024 and open vial date is less than one week. The meter memory was reviewed for previous test result history: result 1: 255 mg/dl date: (B)(6) 2023 time: 10:00am fasting . Result 2: 218 mg/dl date: (B)(6) 2023 time: 7:38am fasting. Result 3: 189 mg/dl date: (B)(6) 2023 time: 12:11pm non-fasting. Result 4: 282 mg/dl date: (B)(6) 2023 time: 12:26am fasting. Result 5: 229 mg/dl date: (B)(6) 2023 time: 8:00am fasting.